Event description:
In 2008, gambro received a report of a pt who went into cardiac arrest and died while dialyzing on a phoenix machine, software version 3.34. Emergency medical services was called and the pt was transferred to the hospital where he was pronounced dead. Both facility's biomedical technician and a gambro technician inspected the machine. All tests were within MFR's specifications.